Manufacturer narrative:
.

Event description:
It was reported that the patient had a pump refill and approximately 3cc went into the body cavity. The patient was sent to the hospital and given two doses of narcan. He remained hospitalized overnight; the only symptom the patient had was drowsiness. The patient returned for a pump refill following discharge from the hospital and has had no further problems. The patient's pump contained hydromorphone, clonidine and bupivicaine; specific concentration and daily dosage were not reported.